Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the nozzle had foreign material, the bending in the up direction was out of standard, the up/down knob had play, the adhesive on the bending section rubber was cracked, the adhesive on the bending section rubber was chipped, the adhesive on the bending section rubber was cloudy white, and the air/water supply was out of standard due to clogging of the nozzle. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis lucera elite colonovideoscope had a clog inside the air/water channel, causing reduced air/water flow. Inspection and testing of the returned device found foreign material coming out of the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to foreign material which was bigger than the inner diameter of the air/water nozzle entering into the air/water channel, which resulted in clogging. The cause of entering of the foreign material was unable to be specified since detailed information about handling was unavailable. Olympus will continue to monitor field performance for this device.